Event description:
It was reported that before patient insert, confirmed cuff inflation with no issues. After inserting the foley catheter into the patient, began inflation. Upon infusing approximately 5 ml of distilled water, a distinct thud sound was heard. Suspecting cuff rupture, the catheter was withdrawn. Attempted cuff expansion using the remaining distilled water in the syringe after removing the catheter, but it failed to inflate. It was believed the cuff ruptured.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before patient insert, confirmed cuff inflation with no issues. After inserting the foley catheter into the patient, began inflation. Upon infusing approximately 5 ml of distilled water, a distinct thud sound was heard. Suspecting cuff rupture, the catheter was withdrawn. Attempted cuff expansion using the remaining distilled water in the syringe after removing the catheter, but it failed to inflate. It was believed the cuff ruptured.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 11092653. Received (7) photo samples. Visual evaluation of the photo samples notes one opened (without original packaging), used silicone foley catheter with syringe. Verified material number 2758j12, manufacturing lot number ngjw0148 and batch number mykr3307. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Received 1 all silicone temp sensing foley catheter with sample port connector, syringe and packaging label. Verified material number 2758j12, manufacturing lot number ngjw0148 and batch number mykr3307. Visual inspection noted no obvious observations. During testing, the catheter balloon inflated using returned syringe with 10 ml methylene blue solution (3 drops 1 percent aq methylene blue per 100 ml distilled water). While inflation lumen to lumen leakage was noticed. This is out of specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The possible root causes for this failure, per CAPA 11092653, are "funnel wall thickness to thin due to molding core pin shape" or "extruded tube diameter with variation causing leak in catheter funnel molding." Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 11092653. Corrections: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.